Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon removal of the hp2 cutting tool from the package, it was observed that the heating element was detached away from the jaws and bent into a "j". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tool was received inside the cannula. The heater tip had detached and was curved. The shaft tip had bent slightly. There was no evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).